Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g4; h2; h3; h6. D4:(B)(4). Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient underwent an initial left total hip arthroplasty 8 years ago due to end stage arthritis. Zimmer biomet products were implanted. Subsequently, the patient was revised one year later due to pain, migration of cup, and bone erosion during which all existing zimmer biomet implants were removed and new zimmer biomet products were implanted without complications. Diagnostic radiology 3 year ago indicated the left total hip replacement, with bending of the screws of the superior left acetabulum. Slight leg length discrepancy, with the left leg longer than the right 1cm. No other complications/ findings related to the reported event were noted. DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted concomitant medical products: part # 00625006525 / bone screw/ lot # 62466422, part # 00801803202/ femoral head/lot # 62498217, part # 00784802300 modular neck/ lot # 62335280, part # 00771301000/ stem/ lot # 60743574, part # 62025020 / shell / lot # 62064875, part # 63105032 / liner/ lot # 62449618, part # unknown / femoral head allograft/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00276, 0001822565-2020-01866, 0001822565-2020-01867, 0001822565-2020-01884, 0002648920-2020-00277.

Event description:
It was reported that during a diagnostic radiology 4 years post implantation that there was bending of the screws of the left superior acetabulum. Slight leg length discrepancy, with the left leg longer than the right (1cm). No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.